Manufacturer narrative:
Trackwise # (B)(4). Corrected sections: h6- problem code corrected to "failure to cut". Analysis of production for ship history conducted: (3331/213) a lot history record review was completed for lots 25157282, 25157485, and 25157836 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaints was reported for the same lot numbers and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Device discarded: (4115/ 3221) despite request and/ or customer indicated that the device was discarded; however, the actual device involved in the adverse event had been already discarded and thus irretrievably lost for testing.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was having trouble sealing and cutting branches during case. A replacement device was used to complete the procedure. The hospital did not report any patient effects.